Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent was broken/fractured during use. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was returned inside the introducer sheath. The sheath was flushed but it was not possible to deploy the stent distally due to a kink in the distal tip of the sheath. Instead the stent was deployed through the proximal opening of the sheath. During this process friction/resistance was felt. Once deployed, it was noted that the stent was significantly damaged, especially near the distal end. Some of the stent struts were also broken. The 3 marker bands were present at both ends of the stent. The stent delivery wire was bent and stretched near the distal end of the wire. During the functional test the reported event could not be confirmed as the stent could not be advanced through the introducer sheath into a test microcatheter device. However, the analysis results are consistent with the reported event. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' was not confirmed as the stent was returned inside an introducer sheath in which the distal tip was kinked. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient and continuous flush was maintained throughout the clinical procedure. This complaint is one of 2 returned devices from the same procedure and the subject stent was returned still present inside the introducer sheath. The introducer sheath distal tip was severely kinked so it was not possible to deploy the stent distally. Instead it was deployed proximally during which friction was felt. Once deployed the stent was seen to be severely damaged, particularly at the distal end. Some of the stent struts were broken. The 3 marker bands were present at both ends of the stent. The stent delivery wire was returned and was noted to be bent and stretched near the distal tip of the wire. The as reported 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'stent deformed', 'stent broken/fractured during use', 'sdw (stent delivery wire) kinked/bent', 'sdw deformed', 'sdw friction' and 'stent introducer sheath damaged' will be assigned 'procedural factors' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.